Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to charge was due to a defective internal battery the internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that an astral device had an internal battery that was failing to hold charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The investigation revealed that the reported battery failure to hold charge for longer than 3-4 hours was due to battery degradation due to high usage and aging. The investigation also revealed that the power supply unit (psu) in the astral device had no power output. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the power issue from the power supply unit was due to the defective connector in the psu mechanical cable assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery that was failing to hold charge. There was no patient injury reported as a result of this incident.